Event description:
During a post procedure, follow up of a successful implanting of the stent (subject device) in the vertebro-basilar junction, basilar trunk. The angiogram results showed asymptomatic target lesion restenosis which was treated with revascularization.

Manufacturer narrative:
Device manufacture date. Unk as the batch number was not obtained.